Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness and device migration. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported via mw5099987 that a female patient underwent a breast surgery with a mentor memorygel breast implant 800cc and suffered from a generalized illness symptoms. The patient suffered from constant inflammation, skin rash, brain fog, chronic pain, burning sensation, chest pain, headaches. The patient stated that it was found that the right implant was missing the circular seal. The healthcare professional found it on the opposite side of the right implant. As a result, the patient had undergone removal on (B)(6) 2020 . This medwatch is for the right breast implant.